Event description:
A pump was reported to have triggered an altitude alarm. There was no adverse impact on the customer¿s blood glucose level. The customer, following instructions from technical support, gently cleaned the speaker holes and reconnected the pump¿s cartridge. After waiting for a short period, insulin delivery resumed without further issues. The customer was given preventive tips to avoid future altitude alarms. No additional information was received regarding the outcome of the event.